Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error and buttons were unresponsive. Customer stated, she was trying to bolus and the numbers kept scrolling up and down, she took the battery out and put it back and got button error alarm. Troubleshooting was done. Customer's blood glucose was 306 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.